Event description:
It was reported that during the implant procedure, under radiological inspection, it was noted that the helix would not totally extend. Another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. The technician noted the helix extended and retracted smoothly with no anomalies.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.